Manufacturer narrative:
G4:15jan2021. B4:18jan2021. The customer confirmed the reported failure. The remote service engineer (rse) advised the likely part failure is the power switch overlay. After numerous attempts to obtain information on this device's repair have been unsuccessful, this complaint is being closed. If new data is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
The customer reported device alarmed with alarm led failed, the unit was then pulled from service. The device was not in use when the reported incident occurred, no patient / user harm was reported.